Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and coma. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was in a coma, while on pump, for 10 days. It was also stated that the doctors said that the reason for the coma was the pump. Three attempts were made to contact the patient for additional information regarding this event but were unsuccessful.